Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the left ventricular lead dislodged and was unable to be fixated. The reported lead was not installed and the procedure was completed using an alternative lead on (B)(6) 2022. The patient was discharged from hospital.